Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent event on 9-apr-2024. Event occurred within 3 hours of insertion. The insertion site was at abdomen. The blood glucose level at time of event was noticed 328 mg/dl and current glucose level was 700 mg/dl with moderately increased ketones. Patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.